Manufacturer narrative:
D10. Concomitants: 162-00-03 - neck preserving stem, std offset plasma sz 3 2974736; 170-36-00 - biolox delta femoral head 36mm od, +0mm 4918625; 186-01-56 - integrip cc, cluster 56mm,g3 4852829. These devices are used in treatment and not in diagnosis. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a right total hip arthroplasty on (B)(6) 2017, and then experienced revision surgical procedure on (B)(6) 2018 approximately 6 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, type of investigation, investigation findings, investigation conclusions. Manufacturer narrative updated:. The most likely cause for the reported revision is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.